Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a completed cardiac ablation procedure, blood pressure decreased. A total of 1.5 l of intravenous fluids was administered. The patient then experienced shortness of breath, and transesophageal echocardiography showed signs of volume overload with low urine output, prompting a need for fluid removal. A continuous infusion of a diuretic was administered with good diuresis. Pleural effusion was noted to be improving, and the diuretic was transitioned from continuous infusion to oral medication while ongoing fluid removal was still necessary. A chest x-ray later showed no pleural effusion. The event required prolongation of the existing hospitalization, and the patient was later discharged. No further patient complications have been reported as a result of this event.